Manufacturer narrative:
System updates pending. Result: known inherent risk of procedure. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The device was discarded post procedure and is not available for evaluation. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/ deployment. In this case, the exact cause of the delivery system balloon burst during valve deployment cannot be confirmed. In addition to procedural factors (manipulation of the device), patient factors (valvular calcification) likely contributed to this reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/ conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our edwards lifesciences affiliate in (B)(4), during a transfemoral tavr procedure, during the deployment of a sapien 3 valve (size of valve is unknown), the commander balloon burst and had to be ¿explanted¿. No consequences to the patient were reported. The device was discarded post procedure and is not available for evaluation. Information concerning the native annular diameter and degree of valvular calcification was not provided.

Manufacturer narrative:
Additional information received from the fcs indicated the sapien 3 valve functioned normally with no consequences to the patient.